Event description:
It was reported that towards the end of a da vinci s hysterectomy procedure, the surgeon saw a spark coming from the tip of the monopolar curved scissors (msc) instrument with a tip cover accessory installed. When the surgical staff removed the mcs instrument, a hole was observed in the mcs tip cover accessory. The surgeon proceeded with the procedure using a replacement tip cover accessory; however, another spark coming from the replacement mcs tip cover accessory was observed. Examination of the replacement tip cover revealed that the tip cover accessory had a hole. Reportedly, the mcs instrument and tip cover accessory were inspected prior to use. The electrosurgical generator unit (esu) , coag and cut settings were 35 watts. MFR report #2955842-2009-00116 was submitted for the second occurrence of the "sparking" observed by the customer. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory and/or instrument is returned for evaluation, a follow-up MDR will be submitted.